Event description:
It was reported that the pt had one implantable neurostimulator (ins) replaced on (B)(6) 2010. On 10/01/2010, the physician believed a component of the deep brain stimulation (dbs) sys was not working properly. The family was asked to call for a replacement as a first step to rule out which component was not working properly. A new 9v battery was put in 3 days prior. The pt programmer had not been dropped or gotten wet. On (B)(6) 2010, the pt reported a shocking or jolting sensation in his chest and down near his ribs at the implantable neurostimulator (ins) location. This had been happening for awhile. There was no known accident or incident related to this complaint. The pt had a f/u appointment (B)(6) 2010 and stated the shocking was slowly going away. The stimulation was decreased, and that worked perfectly for about 1 hr and then the burning/shocking sensation started back up again. The daughter reported the pt was unable to talk and had a return of symptoms, but the daughter would not elaborate. The pt programmer was returned for repair on (B)(6) 2010. On 10/12/2010, troubleshooting revealed the pt programmer was working. The pt had difficulty talking and side pain "for awhile". Doctor took x-rays and looked ok. On (B)(6) 2010, the pt turned on stimulation for one hour and it worked great. But after one hour, the pt experienced shocking sensation and burning sensation. Caller reported the stimulation was turned off. On (B)(6) 2010, the caller reported the pt had a shocking, burning sensation at bilateral pocket sites. If the stimulator was on for about 15-20 mins then the burning sensation would occur. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2010-08576.

Manufacturer narrative:
(B)(4).